Event description:
Customer reported the unit of measure had changed on her unlocked freestyle meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. Errors 0204 and 0800 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.